Manufacturer narrative:
The correct device code was added.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-01041, reference MFR report: 1627487-2019-01040. It was reported that the patient was experiencing ineffective stimulation. In turn, the patient had their scs system explanted.